Event description:
During surgical procedure, the tip of the kirschner wire broke off deep inside the patient's bone, and it was unable to be retrieved by the surgical team. When compared to a intact kirschner wire, it was determined that approximately 0.4 cm of the 1.1 mm threaded tip broke off. This kirschner wire was from the synthes 3.0 cannulated screw set (292.622).======================manufacturer response for 1.1 mm threaded guide wire, synthes 1.1 threaded guide wire (per site reporter).======================rep was present at the time of the incident. Possible use of too much force on the device.